Event description:
Prior to getting essure, I had my right tube and ovary removed (2010) due to a dermoid teratoma. I have several issues with my spine especially the lumbar area. Due to nerve impingement, I have weakness, drop foot, numbness, etc. In my right leg. I had a myelogram and CT of my entire spine on (B)(6) 2013. The results showed arthritis in my neck with possibly a bone spur resting on the thecal sac, bone spurs in my thoracic spine, a grade I slip at l5-s1 with hardware from fusion ((B)(6) 2012, bulging discs at l3-s1. I had essure placed in my left tube on (B)(6) 2013. Since that date, I have experienced intense uterine cramping (even when I am not on my period), heavy bleeding during extended periods, increased fatigue, increased muscular pain and spasms (all over body), increased joint pain/stiffness (especially fingers, knees, and entire spine), decreased vision, dizziness, stabbing pain on my left side (abdomen to side under ribcage around where the ovary would be). My periods were never regular (my first was at age (B)(6)) but were always very light and only lasted two days without cramping. Each time I have bled since essure, I bleed for four to five days and bleed more in one day than I used to in four to five periods. In late (B)(6) 2013, the issues with my spine and right leg progressed to the point, I started using a cane when walking. I saw my primary care physician on (B)(6) 2013 complaining about all these symptoms except the bleeding/cramping. She ran labs for b12 and amp; folate, ra factor, ana direct, and c-reactive protein. All of these tests came back within the normal range. She referred me to a neurologist to rule out ms. I met with the neurologist on (B)(6) 2013. She did a basic exam, sent me for labs and scheduled a brain MRI, a thoracic spine MRI, and a visual evoked potential test. She ran labs for antibody, t-3, ft-4, thyroid stim hormone, and angiotensis enzyme. I will find out the results of the labs and the evoked potential test at my followup appointment on (B)(6) 2014. The results of my MRI do not indicate any lesions in the brain or demyelination (as best as I can tell without a medical expert explaining the report to me). The thoracic spine MRI indicated a retroverted uterus (known to my ob/gyn for over 13 years) and small hymangiomas within t9 and t10 which were not present on the myelogram or CT from september. I have a nickel allergy test scheduled for (B)(6) 2014 because I believe I may have a nickel allergy. I have always had irritation from cheap jewelry and my stomach has broken out in a rash for the last 16 years when the belt buckle on the belts supplied by my employer touched my skin (the buckle is nickel plated). My ob/gyn gave me some ointment a few years back to treat it, but it always came back. Since (B)(6) 2013, my quality of life has steadily declined.